Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she low blood glucose. She also stated that her low blood glucose required medical attention. Her exact blood glucose was unknown. No additional information provided.